Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 12/19/2017. Device returned to manufacturer: yes. The product package was returned to the manufacturing site for evaluation. The daisy wheel was returned with no lens contained inside it. Further examination also showed no lens contained in the box. No testing can be performed since the lens was not physically returned. The complaint cannot be confirmed. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Despite attempts to obtain missing information; the response received was that there is no additional information available. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 intraocular lens was inserted into patent's eye and the capsule tore. The lens was then cut out, removed and a sulcus lens was inserted. No further information was provided.